Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose reading was 380 mg/dl. The customer reported that she changed the set type and took new reservoir and the pump alarmed no delivery the whole time. The customer stated that the pump alarmed no delivery during prime. The insulin pump will be returned for analysis.